Event description:
It was reported that the suture broke. The area being treated was located in the biliary. After introducing a flexima¿ apdl drainage catheter, the physician attempted to make a catheter loop, however upon pulling the string back it snapped off. The catheter was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).